Event description:
The customer reported that the pump display was frozen. There was no adverse impact to the customer¿s blood glucose level. The caller successfully resolved the issue by resetting the pump using the instructions provided by technical support.